Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer provided the hygiene microbiological investigation (hmi) results. The customer hmi results reported the device tested positive with the following: (B)(6) 2022- suction channel positive with pseudomonas aeruginosa (620 cfu/channel). Operator channel and auxiliary channel noted/ found with (germs) <1 cfu/channel . (B)(6) 2022- all channels tested positive with pseudomonas aeruginosa (1600 cfu/channel). Germs indicators - <1 cfu/endoscope. Below are information on customers cds checklist: no patient infection noted. Cleaning, disinfection, and sterilization (cds) - paa_cds machine wassenburg. Aer/ewd reprocessor: tested. Model name: wassenburg. Detergent name: endohigh detergent. Disinfectant name: endohigh pa. Manual cleaning : detergent used: salvanios ph. Brush points: instrument / suction channel , suction cylinder , instrument channel port,. Brush model: asepti med ref 201790 special brush gastro collection. Manual disinfection not performed. Scope storage: drying cabinet/wassenburg dry 3cc. Scope maintenance: by olympus. The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) results and olympus device return "repair center discovery report" are not yet available. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to b3, please see b3 for further details. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that leakage from the device led to insufficient reprocessing. The root cause of the leak could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based olympus france french olympus subsidiary (third party) for hygiene microbiological investigation (hmi) results and regional repair center olympus france( rrc ofr) device evaluation. The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported device channel (all channels) conforms to results of <1 cfu/100 ml and <1 cfu/endoscope microorganism revivable at 30°c/ 100 ml , microorganism revivable 30°c/ endoscope. The results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. The rrc ofr device inspection and evaluation findings noted below: distal end insertion part biopsy channel found with tiny leak. Function checks: angulation system/specified angle and orientation achieved (up/down/right /left angle) passed. ID chip function operational. Electrical safety test of endoscopes passed specifications. Investigation is ongoing. This report will be supplemented accordingly following investigation.